Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set with y-site. The sample appeared free of obvious usage residues. The safety mechanism was engaged. A longitudinally aligned crack was observed in the y-site luer adapter. The crack was in the white material. Microscopic inspection of the crack revealed a granular fracture surface. The crack was wider at the distal end, at the interface with the clear valve housing. The crack occurred perpendicular to the mold part line. No mechanical damage was observed and the luer adapter threads appeared unremarkable. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a spraying leak was observed emanating from the aforementioned crack. The crack features appeared consistent with brittle failure. No evidence was observed to inform root cause and attempts to replicate the failure were unsuccessful. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include environmental factors affecting material properties and stress caused by dimensional incompatibility between assembly components. A lot history review (lhr) of ascss0065 showed two other similar product complaint(s) from this lot number.

Event description:
"It was reported that the rn observed fluid leaking around the white hub of the y connector (at the base, not adjacent to the internal blue mechanism). There was no exposure of hazardous materials such a chemotherapy to the patient or clinician at the time of the incident."

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of ascss0065 showed two other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
"It was reported that the rn observed fluid leaking around the white hub of the y connector (at the base, not adjacent to the internal blue mechanism). There was no exposure of hazardous materials such a chemotherapy to the patient or clinician at the time of the incident."